Manufacturer narrative:
The reason for this revision surgery was for a rotator cuff tear. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history show this is the first complaint against lot number 925c1032. A total of ten complaints have been submitted against part number 520-46-120. Four of the complaints are attributed to patient rotator cuff issues. The remaining complaints are attributable to issues such as joint dislocations, and instability. The root cause for the torn rotator cuff was reported as a fall. There is no reason to believe a failure of the components would have occurred without a patient fall and trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - for a rotator cuff tear; due to a fall.